Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to defective boards. A technical support specialist replaced the drawer controller board and the module controller board to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.